Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that the backup controller had a date/time error. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller was able to retain the date and the time when the real time clock was adequately charged. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. The controller will continue to power the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per vad equipment manager that during a routine clinic visit, the patient's of back up controller was noted to have a date and time of (B)(6) 00:00. The date and time were updated and upon next power up the date and time still read (B)(6) 00:00. A  new backup controller was issued to the patient. There was no reported consequence or impact to the patient. No further information was provided.